Manufacturer narrative:
Integra has completed their internal investigation on october 10, 2017. Results: evaluation of returned device; a visible inspection found the external surfaces dirty with some nicks and scratches but no physical damage. Inspection of the internal assemblies found them full of dust. The fan cable to the bezel was observed as being stretched the power supply was the old version. The lamp (serial number: (B)(4)) had a hole melted in the top surface and plastic melted around the base of the housing. The test lamp was installed, the unit powered "on" and the fans were operating. Manipulation of the power cable to the lamp-fan found the fan would shut down with stress on the power cable. DHR review; lot number / serial number not received to perform DHR review. Complaints history; a two year look back in trackwise for this reported failure and/or related to " overheating/smoking " for this product ID 00mlx shows 10 related complaint conclusion: no malfunction, the findings are considered user error from tampering.

Event description:
Customer initially reports unit overheating/ smoking. Lamp housing module overheated and looks like plastic melted in certain areas. No patient contact.